Event description:
Info received indicates the foot section of the bed collapsed with a pt on board.

Manufacturer narrative:
The medical engineer inspected the bed and could not duplicate the alleged failure. No fault found.